Event description:
It was reported that the patient presented in clinic complaining of pain while pacing. The right ventricular lead exhibited loss of capture and poor sensing values. An x-ray revealed that the ventricular lead had perforated the myocardium. During lead revision, the lead insulation was noted to be damaged as a result of over torquing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.